Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a no delivery alarm and unable to clear the alarm due to buttons does not work the customer¿s blood glucose was 600 mg/dl at the time of incident. Customer stated that the insulin pump had a keypad anomaly and that the battery does not last long. No significant events leading to keypad anomaly were observed. Customer had a high blood glucose of 600 mg/dl and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm excessive no delivery alarm, low battery alert and unable to perform any tests due to buttons unresponsive. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.